Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Upon receipt, the catheter was visually inspected and it was found with a hole at the pebax and reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material found inside the pebax area could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an ablation procedure for idiopathic ventricular tachycardia procedure (idvt) with a thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified a hole in the pebax. It was initially reported by the customer that they had a problem with the force measurement. It was decided to move out the catheter from the patient and thats when blood was observed inside the catheter. There were no difficulties maneuvering or withdraw of the catheter. A swartz 8,5fr sheath was in use. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 02/03/2021, the bwi product analysis lab received the complaint device for evaluation. On 02/10/2021 the catheter was inspected and a reddish material was found inside the pebax and a hole on the pebax. This finding of a "hole in the pebax" was assessed as an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on (B)(6) 2021 and reassessed it as MDR reportable.